Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2017865-2020-17844. It was reported that the patient had a transesophageal echocardiogram (tee). The tee revealed that the right ventricular (rv) lead had vegetation formed on it. The rv lead and implantable cardioverter defibrillator (ICD) was explanted and not replaced. The patient was stable throughout.